Event description:
It was reported by the vad coordinator that approximately 5 days post-op implantation, the hospital called to say electrical fault alarms started. ICU rn changed controller. Log files sent to the manufacturer for analysis. Driveline cleaning recommended. Electrical fault alarms continued on new controller. A driveline cleaning was requested with the manufacturer. A clinical engineer was present for the cleaning. And the patient was prepped by the ICU staff. There was slightly red material noted on the driveline which appeared to be between the inner lumen and outer lumen. Alarms were reproducible with slight movement of connector. There was minimal clear residue visible inside the pins. Two cleaning cycles were performed with 60 seconds pump off time for each cycle and the patient tolerated the cleaning cycles and the controller was replaced again. Also reported that the electrical fault alarms have been resolved with the cleaning. No further information is available at this time and the investigation is still in progress. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. This is one of two reports (3007042319-2015-01342 and 3007042319-2015-01343) submitted for devices related to the same event. The device remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01342 and 3007042319-2015-01343) submitted for devices related to the same event.